Event description:
It was reported during a stenting treatment procedure, stent damage was occurred. Vascular access was gained via the femoral artery. The 100% stenosed target lesion was located in a severely tortuous and moderately calcified totally occluded right coronary artery. The target lesion was pre-dilated with a maverick balloon catheter. During advancement of a 3.0x38mm promus premier stent, the stent ¿wrinkled.¿ the stent was removed and exchanged with another same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
A visual examination of the returned device identified that the crimped stent was damaged on the 9th, 10th & 11th rows from the distal stent edge. An examination of the crimped stent found that the stent struts were deformed and lifted upwards from the stent profile. The balloon and tip of the device were examined and no issues were noted with their profiles. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a stenting treatment procedure, stent damage was occurred. Vascular access was gained via the femoral artery. The 100% stenosed target lesion was located in a severely tortuous and moderately calcified totally occluded right coronary artery. The target lesion was pre-dilated with a maverick balloon catheter. During advancement of a 3.0x38mm promus premier stent, the stent ¿wrinkled¿. The stent was removed and exchanged with another same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).